Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the burr was shedding metal flakes into the hip joint during the procedure. Some of the metal pieces were left in the patient.

Manufacturer narrative:
Device investigation narrative - one 72203127 disposable high visibility 5.5mm 180mm long abrader burr returned. This blade is used. There are light lengthwise scrapes on the outer surface of the outer lumen. There are dings and small gouges on the spherical blade surfaces. There is light skiving on the outer diameter of the proximal inner blade surface. This is symptomatic of excessive side loading. Per the device IFU, ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Drag is felt with manual revolution. The inner and outer blades were received assembled together. The inner blade surface above the burr has oxidized from moisture being trapped. The allegation cannot be duplicated due to the device¿s current condition. Upon dimensional evaluation it was found that the inner blade¿s sheath location does not meet the dimensional requirement of the assembly drawing. Location requirement is for the starting point of the shrink tube to begin at 5.250/5.435¿ from the burr end. The shrink tube on this device begins at 3.841¿ which is under spec. (B)(4).